Manufacturer narrative:
The following fields have been updated with additional information: d.2. Medical device catalog #: 328520 d.4. Medical device expiration date: na. D.4. Medical device lot #8302882 d.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on: (B)(6)2020 h.3. Device returned to manufacturer: yes. H.4. Device manufacture date: (B)(6)2019

Event description:
It was reported that relion® insulin syringe was unable to deliver insulin on 6 occasions during use. The following information was provided by the initial reporter: material no: (B)(6) batch no:unknown (reported 8302882) it was reported that consumer found six total syringes he could not use. One syringe was crushed inside sealed package, four had the stopper misaligned and the last one had an air bubble that he could not clear and was able to draw five units but could not use.

Event description:
It was reported that relion® insulin syringe was unable to deliver insulin on 6 occasions during use. The following information was provided by the initial reporter: material no: 328521 batch no:unknown (reported 8302882). It was reported that consumer found six total syringes he could not use. One syringe was crushed inside sealed package, four had the stopper misaligned and the last one had an air bubble that he could not clear and was able to draw five units but could not use.

Manufacturer narrative:
H.6. Investigation: customer returned (40) 1/2cc, 6mm, 31g relion syringes (10 in open poly bags, 30 in sealed poly bags) with the shelf carton from lot # 8302882. Customer states that one syringe was crushed inside sealed package, four had the stopper misaligned and the last one had an air bubble that he could not clear and was able to draw five units but could not use. One syringe in the open poly bags exhibited a crushed shield. All other returned syringes were examined and no defects were observed on the stoppers. Also, 30 out of 40 samples (10 from the open poly bags, 20 from the sealed poly bags were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 8302882. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200789363] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed shield) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (stopper misaligned, air bubbles) process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #84240 was opened for out of adjustment air jet. Corrective action: the air jet was adjusted. 22dec2019 h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 8302882. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 8302882, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that relion® insulin syringe was unable to deliver insulin on 6 occasions during use. The following information was provided by the initial reporter: material no: 328521 batch no:unknown (reported 8302882). It was reported that consumer found six total syringes he could not use. One syringe was crushed inside sealed package, four had the stopper misaligned and the last one had an air bubble that he could not clear and was able to draw five units but could not use.